Manufacturer narrative:
The investigation determined that a lower than expected vitros psa proficiency results were obtained. Patient samples were not known to be affected. Further investigation determined that proficiency samples were reconstituted with an incorrect volume of diluent. Acceptable psa performance was obtained when following the correct protocol for reconstitution. There is no evidence that the vitros 5600 system or vitros psa reagent malfunctioned. Patient samples were not and could not be affected and there was no allegation of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that a lower than expected vitros psa proficiency results were obtained. Patient samples were not known to be affected. A definitive root cause for the event could not be determined. However, improper pre-analytical sample handling or reconstitution cannot be ruled out as contributing factors. There is no evidence that the vitros 5600 system or vitros psa reagent malfunctioned. The investigation is ongoing.

Event description:
The customer obtained lower than expected vitros psa proficiency sample results (level a = 3.41, 3.43, and 3.40 ng/ml vs. The expected result of 4.93 ng/ml) while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. Patient samples were not known to be affected. There was no report of patient harm as a result of this event. (B)(4).

Event description:
This report corresponds to ortho clinical diagnostics inc. (B)(4).